Event description:
A bipap a30 device was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, a ventilator inoperative error code was found in the device's error log relating to a 'defective eeprom'. There is no documentation stated on a root cause and/or a component replacement to resolve the issue. Additionally, the device was visually inspected, and foam particles were not observed. No repairs were performed. The device will be scrapped per the customer's request.